Event description:
It was reported the patient was unable to adjust stimulation. A "call your doctor" icon was displayed. A por condition was reported and seen the day of report. The patient did not have any stimulation for a couple of weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v534762, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).